Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that we notice a problem with the bd insyte-w with lot 5204426 catheter needles. The transition between catheter and connection is leaking. This has been noticed by several nurses. We are going to try to keep track of defective catheters. Our pediatrics department has established that the bd insyte-w 24g x 19mm (ref 381312) is a quality issue in lot 5204426. Is this something you have already heard from others?

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.